Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient had been shocked by their implanted device five times and was being seen in the emergency room. No additional information was available. The status of the device is unknown. No further patient complications have been reported as a result of this event.